Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Analysis inspected one opened and used reservoir and transfer guard performed pre-fill reservoir test per specification. Reservoir failed per inspection found transfer guard needle loose. Unable to confirm the customer received the needle damage due to the customer returning the product opened and used.

Event description:
It was reported that the customer felt something poke him, and then he noticed that the whole needle from the transfor guard came out and was sticking out of the top of the reservoir. No additional information was provided.